Event description:
The customer reported that the a caregiver received an electric shock when touching the csm device after plugging it into charge in the power socket. It was noted that the caregiver removed the device from use and continued to work. No medical intervention was required. The device is being returned for inspection. This incident was captured under hillrom complaint ref # (B)(4).

Manufacturer narrative:
The connex spot monitors are intended to be used by clinicians and medically qualified personnel for monitoring of non-invasive blood pressure, pulse rate, non-invasive functional oxygen saturation of arteriolar hemoglobin (spo2), respiration rate, and body temperature in normal and axillary modes of neonatal, pediatric and adult patients. The most likely locations for patients to be monitored are general medical or surgical floors, general hospital and alternate care environments. During the inspection, the technician found that the mainboard was faulty, which caused the battery not to charge. Error message received. For protection against shock, electrically powered welch allyn medical devices are designed, validated and manufactured per the isolation standards in "iec 60601-1". The standard is referenced in the instructions for use. This assures that the mains power is isolated to prevent injury to the patient and user from the mains electrical power. To prevent injury from exposed wires and damaged housing, there are warnings in the dfu including: visually inspect on a weekly basis all cables, cords, and connector ends for damage or contamination. Do not use damaged power cords and transformers and report such damage to welch allyn and request replacements as necessary. Damage found to a device is readily detectable by visual inspection. A clinician would immediately recognize that the device was broken / damaged and would likely remove it from clinical service until the device is repaired or replaced. In addition, to stop the main lead and housing from being damaged, there are warnings and cautions in the dfu including: caution do not move the stand while the power source is plugged into the mains outlet. Although the reported event did not result in a serious injury, the reported incident of shock could contribute to a serious injury if it were to recur, therefore, baxter considers this event reportable. Based on this information, no additional actions are required.

Manufacturer narrative:
Investigation is ongoing. All additional and relevant information that is identified following completion of the investigation will be submitted in a final report.

Event description:
The customer reported that the a caregiver received an electric shock when touching the csm device after plugging it into charge in the power socket. It was noted that the caregiver removed the device from use, and continued to work. No medical intervention was required. The device is being returned for inspection. This incident was captured under hillrom complaint ref (B)(4).